Event description:
Follow-up identified the patient's lead had migrated. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective pain relief. Due to the issue, the patient desired an explant of his scs system. Surgical intervention is planned as the next course of action.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 to explant and replace the lead. Effective stimulation was established post-operatively.